Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display. It was also mentioned that the insulin pump was exposed to moisture and has cracks. Customer's blood glucose level at the time 137 mg/dl. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The operating currents could not be tested due to the blank display. The insulin pump had minor scratches on the display window, cracked case at the display window corner, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.